Manufacturer narrative:
One device was returned for investigation. Visual and functional testing was performed. The reported complaint was confirmed. The probable cause of the reported problem was contamination/dirt found at the downstream occlusion (dso) sensor area. The dso sensor was replaced. Review of event log found no relevant information. Service history review identified this device has not been in for service previously. Device passed all testing criteria post repair.

Event description:
It was reported that the pump was displaying a cassette not properly attached error, and the pump was not starting. The device evaluation identified a damaged downstream occlusion sensor. There was no patient involvement.